Manufacturer narrative:
(B)(4). Catalog#igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: introducer, filter, and sheath returned. Filter placed upside down in protection sheath, so probably placed for return. Filter appears nice and symmetric and no notes to filter hook. No damages to sheath except from marks approx. 4cm from tip - probably caused by needle holder. Grasping hook was straightened probably during reported manipulation, but can still grasp and hold on to the filter. No indications that device was not manufactured according to specifications. Unable to determine exact reason for difficulties encountered during attempted filter deployment, but it is seen before that to much back tension while release button was pushed could cause deployment difficulties/failure when release button was pushed. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient experienced ivc filter placement against dvt by right jugular approach on (B)(6) 2014. The anatomy of the patient was suitable for the procedure. After the sheath system of the complaint device has reached the target site, the physician advanced the filter introducer through it and attempted to deploy the filter. However, the filter could not be detached from the grasping hook although he manipulated the device as labeled. The filter was retracted back into the sheath carefully and was retrieved out of the body simultaneously with the sheath. Another filter was placed instead without problems. Patient outcome: no adverse effects to the patient.